Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that ¿the product did not work, did not stimulate¿. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.